Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump screen is frozen with the number 2 on the screen. The customer also reported unresponsive buttons and a loud buzzing sound. The customer changed the battery, and the screen appeared, but the time did not advance. Advised the customer that the insulin pump should be replaced, but the customer declined. Advised the customer to discontinue using the insulin pump. Nothing further was reported.